Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia with a heart rate in the forties, which was noted on telemetry. High thresholds and potential non capture was noted on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.